Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Final analysis found that the lead was returned in two pieces. The insulation was abraded at 5.2 cm to 5.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that during revision of the atrial lead, the physician noted body fluids inside the lead due to an insulation anomaly.